Event description:
Customer reported via phone call that their display is damaged. Customer states that the blood glucose reading is 7.4 mmol/l.

Manufacturer narrative:
Pump received with unit bleeding lcd glass. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.